Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited unspecified oversensing. No intervention was performed. The patient was stable.